Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - what is the current status of the pets? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. - please provide the source or name of person providing answers to follow-up questions: in regard to this follow up email, all 3 patients are doing well now. I am not sure how to complete a product return as I have not received any return authoriation or mailing instructions. However, all sutures in this box have been used or thrown away so there would be nothing to return. My name is ac (please refer to the attached email) and I am the practice manager overseeing inventory and ordering. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a dental procedure with extractions on (B)(6) 2025 and suture was used. It was reported by distributor per healthcare professional that suture is breaking, multiple pets affected. Pet one: 1. Presented for a dental procedure with extractions on (B)(6) 2025. Extraction site 104 opened and rechecked on (B)(6) 2025. Treated with antibiotics and flushing. Rechecked (B)(6) 2025, healed but depressed. Additional information was requested.